Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with endocarditis and the capped lead was explanted. No vegetation was noted and the cause of the infection was unknown. The patient was in stable condition following the procedure.